Event description:
Citation: karthikeyan g. Srinivasan et al. Embolisation of high flow extracranial / peripheral arteriovenous malformations (avms) with ethylene vinyl alcohol copolymer (onyx) in children - birmingham children's hospital experience. Eur j plast surg (2014) 37:129-134 doi 10.1007/s00238-013-0900-x. Published online: 5 november 2013. The following report was received through review of literature: one patient experienced post-embolization pain, skin ulceration and necrosis, which was managed conservatively. At this stage, bleeding from the avm was frequent and the avm had been embolized with 29 vials of onyx in l face/r face, floor of mouth. The patient was admitted to the intensive care unit and subsequently developed facial swelling and progressed to skin necrosis of her lower lip and chin. These complications were managed conservatively and healed with minimal scarring. She underwent a second course of onyx embolization with 9 mls (six vials) in 3 months following the first course. She then presented with skin necrosis of her lower lip mucose and skin on her chin which again were managed conservatively. The third course of onyx was followed with uneventful recovery. The avm has been static at schobinger stage 1. This patient initially presented with schobinger state 3 avm involving the left side of face crossing the midline.one patient had onyx induced unspecified inflammatory reaction in tissues post embolization of avm in r leg (proteus likesyndrome). This patient subsequently had surgical treatment to excise the malformation post embolization. There were two male and five female patients treated during this study period. The age range was between 8 and 16 years at the time of the first treatment.

Manufacturer narrative:
Http://link.springer.com/article/10.1007/s00238-013-0900-x. The onyx was not returned for evaluation as they were consumed in the events. Based on the reported information, there did not appear to have been any defects of the devices during use. The events occurred in the patients post procedure and their causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).